Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Failure to follow steps. A femoral angiogram was not taken. Per the instructions for use for the perclose proglide - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery prior to an aortic valve replacement procedure. The arteriotomy was a 6f and during the interventional procedure the sheath was upsized to a 22f sheath. Reportedly, a cuff miss occurred during deployment. The device was removed and two additional proglide devices were used and the sutures were placed using the preclose technique. The aortic valve replacement procedure was successfully completed and hemostasis was achieved using the pre-placed proglide sutures. No femoral angiogram was reportedly taken. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.